Event description:
Pt had an acute care stay for 5 days [dates redacted]. Pt was discharged. Waffle cushion initiated 3 days later [date redacted] . Waffle cushion found deflated [date redacted]. Manufacturer response for pressure reduction cushion, waffle cushion (per site reporter). Equipment failure reported to [manufacturer e-mail and contact date redacted] with immediate response concerning replacement cushions and return of equipment to manufacturer for investigation.